Event description:
When the surgeon initially implanted the cup, he implanted it with too much antiversion causing the hip to dislocate multiple times. The patient is undergoing a revision surgery to change the cup and liner. Reference MFR # 3005180920-2014-00062.